Manufacturer narrative:
A medela clinician called and spoke with the customer who provided further information that she developed mastitis and is not recovered. The customer spoke with her doctor by telephone and reported her symptoms of fever, achiness, redness, tenderness and pain in one breast. A course of antibiotics resolved her infection. She has returned the symphony to the rental station and continues pumping with her pump in style advanced (pnsa). She stated she has concluded that she was not using the symphony appropriately, causing the blisters. She does not fault the medela pump for her blisters and mastitis. She is not able to pump with pnsa at a lower vacuum level, alternates pump phases and is comfortable. Blisters are healing under the care of her lc who introduced her to interdry fabric to wear between pumping sessions to speed healing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that she was using the symphony breast pump to increase her milk supply and had gotten blisters on her nipples while pumping on the highest setting.